Event description:
While surgeon was placing a screw in a 135 degree plate on a dhs right hip pinning, the screw broke in half. The surgeon was able to retrieve the broken piece and the remainder stayed in the pt's femur.